Event description:
Boston scientific received information that during an right ventricular (rv) lead revision procedure, this right atrial (ra) lead was surgically abandoned due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Manufacturer narrative:
(B)(4). Additional information was received indicating the sensing measurements had been low. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.